Manufacturer narrative:
A wallflex biliary rx delivery system was returned for analysis. The returned device was already fully deployed. No issues were noted with the profile of the delivery device. Device analysis could not determine whether the condition of the returned device was consistent with the complaint incident since the stent was not returned. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation indicates that the complaint is associated with a product that meets the design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, this investigation is assigned the most probable root cause classification of operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label and per the dfu, recurrent obstructive jaundice is listed as a potential complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat stricture due to common bile duct cancer. Reportedly, the patient's anatomy had not been dilated prior to the stent placement procedure. The patient was noted to have presented with obstructive jaundice and fever prior to the procedure. During the procedure, the physician deployed the wallflex biliary rx stent into the target lesion. After 48 hours, the patient underwent radiography and the physician found that the stent failed to expand. According to the physician, the stent was an ineffective treatment for jaundice and fever. The wallflex biliary rx stent was removed from the patient and the physician placed a different stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported event of stent failed to expand. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ biliary rx stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat stricture due to common bile duct cancer. Reportedly, the patient's anatomy had not been dilated prior to the stent placement procedure. The patient was noted to have presented with obstructive jaundice and fever prior to the procedure. During the procedure, the physician deployed the wallflex¿ biliary rx stent into the target lesion. After 48 hours, the patient underwent radiography and the physician found that the stent failed to expand. According to the physician, the stent was an ineffective treatment for jaundice and fever. The wallflex¿ biliary rx stent was removed from the patient and the physician placed a different stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.